Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for button error. The customer's blood glucose level at the time of incident was 149mg/dl. The customer states the pump had blank screen and would not work. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
No unexpected blank display was noted during button pressing. The pump passed functional tests including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.